Manufacturer narrative:
A united states customer contacted siemens customer care center to inform that quality control (qc) was not in range during sample testing. The customer reran qc and noted results were in range and that patient samples were repeated to confirm the correct results. Siemens reviewed the information provided, including the user event log for the time in question, and noted on (B)(6) 2022, the analyzer ran out of probe wash (apw1) at 03:16 a.m. And ran out of wash 1 at 04:31 a.m. Siemens noted aspiration errors, and that the operator was not performing maintenance on the analyzer as recommended. The customer performed maintenance on (B)(6) 2022 at 5:32 a.m. That included emptying the solid waste, replenishing system fluids, loading fresh tips but did not load probe wash until 10:30 a.m. The customer has since trained the operators on proper operation of the analyzer. Siemens is investigating the issue. MDR 2432235-2022-00041 was filed for the same event.

Event description:
The customer obtained discordant, falsely elevated, progesterone (prge) results on an atellica im 1600 analyzer. The results were reported to the physician(s). The customer used the same patient's samples and analyzer to perform repeat testing. The repeat results were lower, and the customer considered the results correct. The customer issued corrected reports. There are no reports of patient intervention or adverse health consequences due to the falsely elevated prge results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00039 on 14-feb-2022. Additional information (24-mar-2022): siemens reviewed the information provided and noted that operator maintenance issues included fluidic (apw1 and wash 1) running low, solid waste being full, and depletion of tips occurred the day of the event. Siemens is informed that operators were trained on proper maintenance and operation of the atellica im 1600 analyzer. The troubleshooting performed by the customer, which included replacing the reagent pack and recalibrating, solved the issue. The cause of falsely elevated progesterone (prge) results is unknown, and siemens cannot rule out contributing factors such as handling the reagent pack. The analyzer performed as expected and quality control was within range. The analyzer performs as specified and requires no further evaluation. Siemens updated section h6 (investigation conclusions) to include a new code. MDR 2432235-2022-00041_s1 was filed for the same event.